Manufacturer narrative:
Pump passed the displacement test, sleep current measurement, self test and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or battery last less than expected alarm noted during testing. However, confirmed power error 25 in history file due to j6 connector resistance issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alarm. New battery did not resolve the issue. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.